Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; blood observed in/on the helix mechanism; full lead analyzed; (B)(4) no anomalies found; defib conductor found distorted; lead damaged at implant; full lead analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the lead ((B) (4)) had issues with sensing and resistance. It was also stated that the lead was possibly fractured during the implant attempt and it was therefore not used. During attempted implant of a second lead ((B) (4)), there was repeated oversensing and double counting via the analyzer. The physician was concerned this lead was also possibly fractured. The lead was not implanted. There were no patient complications reported as a result of these events.